Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 additional mitraclip implanted. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot from this lot. The reported patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device damaging another device appears to be a result of user technique/procedural conditions. In addition, it is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to remove the gripper line. Curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. As such, it is possible that the aggregations of forces resulted in the inability to remove the gripper; however, based on the information reviewed and without the device to analyze, a cause for the gripper line removability issue in this incident cannot be determined. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions and due to the inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that there was interaction with this clip delivery system (B)(4) and the implanted clip. Additionally, the gripper line could not be removed, and was left in the patient anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip (B)(4) was deployed lateral to a2/p2 without issue, reducing the mr to 1-2. It was noted that there was a small amount of space between the first clip and the lateral commissure. The second clip delivery system (B)(4) was advanced to the mitral valve. While positioning the clip, the cds nudged the first clip. The first clip was still stable and grasping was performed with the second cds. During grasping, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. The second clip was deployed for stabilization of the slda clip. An attempt was made to remove the gripper line, but resistance was felt. The other end was pulled, and again met resistance when retracted, and the clip was seen moving toward the tip of the cds. The cds was removed. The gripper line could be seen outside the sgc, so one end was pulled, but met resistance. The sgc was removed, but the gripper line could not be removed; therefore, the gripper line was cut and 2/3 of the line was left in the anatomy. The patient was confirmed to be stable post procedure, and no further treatment has been planned. No additional information was provided.